Manufacturer narrative:
The technician reset the bed to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the bed had no function. No pt impact.